Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Reportability of a proximal type I endoleak the proximal type I endoleak was revealed to the non-gore device. This portion of event is not related to our devices, and therefore it is not reportable. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a descending thoracic dissection using two gore® tag® thoracic endoprostheses (tgt3720/(B)(4) and tgt4020/(B)(4)). After a non-gore device was deployed in the most proximal position, the tgt3720 and tgt4020 were implanted distally. An intra-procedure imaging revealed a proximal type I endoleak, but the procedure was concluded with a wait-and-watch approach being taken to the endoleak. On (B)(6) 2010, a follow-up imaging revealed a distal type I endoleak as well as the persistent proximal type I endoleak. Aneurysm diameter was 61mm. On (B)(6) 2010, in three-month follow-up study, the type I endoleaks had still persisted. Aneurysm diameter had enlarged to 66mm. On (B)(6) 2010, the patient was implanted with a self-made stent graft to treat the proximal type I endoleak. On (B)(6) 2010, in six-month follow-up study, the proximal type I endoleak had been resolved. The distal type I endoleak had still been present and a wait-and-watch approach was taken to the endoleak. Aneurysm diameter was 67mm. On (B)(6) 2011, in one-year follow-up study, the distal type I endoleak had been resolved. Aneurysm diameter had shrunk to 63mm. On (B)(6) 2012, in two-year follow-up study, aneurysm diameter was 65mm. Endoleaks had not been revealed. On (B)(6) 2012, a follow-up imaging revealed a proximal type I endoleak. On (B)(6) 2012, an aortic arch replacement procedure was performed to treat the proximal type I endoleak. On (B)(6) 2013, in three-year follow-up study, the proximal type I endoleak had been resolved. Aneurysm diameter had again enlarged to 72mm. On (B)(6) 2014, in four-year follow-up study, a type ii endoleak had been revealed. Aneurysm diameter was 73.3mm. A wait-and-watch approach was taken to the endoleak.